Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported event. The biopsy port was loose due to physical stress. In addition, bending angle did not meet specification and the adhesive on the bending section cover had deterioration and separation of the thread-wound sections. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the metal part at the biopsy port on the scope had come off. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the damaged biopsy port could not be determined at this time. The following information is stated in the instructions for use which may have prevent the event: "do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur." Olympus will continue to monitor field performance for this device.